Manufacturer narrative:
A beckman coulter (bc) field service engineer (fse) evaluated the au680 clinical chemistry analyzer, and replaced the ise (ion-selective electrode) reference electrode to resolve the issue. The beckman coulter internal identifier for this report is case-(B)(6).

Event description:
The customer reported that erroneous high na and cl patient results were generated on their au480 chemistry analyzer. The erroneous results were not reported out of the laboratory; thus, there was no change to patient treatment in association with this event.